Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The gore® dryseal flex introducer sheath instruction for use (IFU) states ¿adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result.¿. Per IFU, if vessel size is smaller than the nominal body outer diameter, major bleeding, vessel damage, or serious injury to the patient, including death, may result. Additionally, per IFU, adverse events that may occur and/or require intervention include, but are not limited to vascular trauma (i.e., dissection, rupture, perforation, tear, etc.).

Event description:
On (B)(6) 2019, the patient underwent endovascular repair of a thoracic aortic pseudoaneurysm using a gore® dryseal flex introducer sheath. After the deployment of the endoprosthesis, imaging identified a suspected dissection at the right external iliac artery. It was reported there was resistance during the sheath advancement. It was further reported that the vessel diameters in the right external iliac artery and the right femoral artery were approximately 8 mm. A bare-metal stent was implanted to repair the suspected dissection. The patient reportedly tolerated the procedure.